Event description:
It was reported that the implantable pacemaker was explanted and replaced due to a component malfunction. It was also reported that this right ventricular (rv) lead was capped and left in-situ. The rv lead was replaced. No additional information was provided. Outside of the revision, no adverse patient effects were reported. Received additional information the patient was referred to the hospital due to rv lead issues. The rv lead threshold was 6.0v (volts) at 0.8ms (milliseconds) and 5.0v at 1.5ms in bipolar polarity and in unipolar 6.5v at 0.8ms. The rv pacing impedance was 2639 ohms in unipolar and 2850 ohms in bipolar. The trends showed a steady increase from 1900 ohms over last 12 months. Oversensing from noise was also noted. The physician elected to replace both the device and the rv lead. The device will not return for analysis. Outside of the revision, no adverse patient effects were reported.